Manufacturer narrative:
Concomitant medical products: product ID 97713, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A patient implanted for non-malignant pain reported via the manufacturer's representative (rep) they were experiencing difficulty charging and not achieving coupling with the battery on the left side of their body but had no issues with the battery on their right. The antenna locate feature was used with results of 80-100 but there were still no coupling bars. It was noted there was some minor swelling from the patient having their device replaced due to normal end of life in (B)(6), but the implantable neurostimulator (ins) being too deep wasn't an issue. The new ins was placed in the same pocket as the previous ins and there were no recharging issues historically. The recharger statistics for recharge attempts were all zeros except for an initial battery voltage of 3.72. It was noted communication was able to be established using another external device. The rep. Later reported it was determined the battery was flipped and wasn't facing the correct way to charge. A surgery was being scheduled to flip the battery over so the patient was able to charge.